Manufacturer narrative:
This report is submitted on october 2, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced pain and redness at the abutment site and subsequently the abutment was removed under general anesthetic on (B)(6) 2018. The implant remains in situ. Additional information has been requested but has not been made available as of the date of this report.